Event description:
This report is being filed as a result of changes to our MDR evaluation process. We have changed our process to better align with current agency policy. The customer reported that while performing "super out" on a bone marrow procedure using a cobe 2991 cell processor, the rotating seal of the disposable kit seized. A transfusable dose of bone marrow was recovered from the disposable. This report is being filed due to the potential for injury due to lost bone marrow.

Manufacturer narrative:
(B)(4). The disposable set was returned to caridianbct for evaluation. The tubing between the processing bag and the ceramic rotating seal assembly was visibly twisted. The tubing had detached near the rotating seal assembly. The failure occurred during the procedure after the centrifuge had been spinning with the rotating seal working as expected for a period of time. A misaligned seal weight can cause undesirable pressure between the ceramic surfaces resulting in heat that would change the consistency of the liquid flowing around the seal, making it thicken and act as a holding agent between the ceramic surfaces. A misaligned seal weight could also cause the rotating assembly to run at an angle to the tubing. As the centrifuge spins, this would create pressure at the tubing potentially causing twisting followed by a leak. Additionally, anytime the centrifuge stops or changes direction during a procedure, there is some possibility that the fluid between the ceramic surfaces will bind them together. This could be aggravated by a misaligned seal weight or the presence of organic salts. To mitigate seal weight issues, the cobe 2991 essentials guide instructs that the seal weight should move freely on the guide posts and should be free of nicks. It also states that the weights are not interchangeable. Testing of the seal weight should be done as part of the regular preventive maintenance. To mitigate centrifuge pause issues, the cobe essentials guide cautions the operator "to maintain rotating seal integrity, a cell product bag rinse procedure must be completed within 3 minutes." Conclusion: it appears that the rotating seal seized causing the tube to tear. Cause unknown.